Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article entitled: mid to long-term results of open acromioclavicular-joint reconstruction using polydioxansulfate cerclage augmentation authors: s. Greiner, j. Braunsdorf, c. Perka, s. Herrmann, s. Scheffler citation: arch orthop trauma surg. 2009; 129: 735 740. Doi: 10.1007/s00402-008-0688-5. This study evaluates the clinical and radiological outcome of a series of 50 consecutive patients treated by open reduction and pds cerclage augmentation for acute acromioclavicular (ac)-joint dislocation. This study was based on a series of 66 consecutive patients who underwent surgery for ac-joint dislocation by open reduction and pds cerclage augmentation of the coracoclavicular ligaments. A total of 50 patients (7 women and 43 men; age range: 15 to 56 years old) for clinical and radiographic follow-up. During the surgical procedure, the subcoracoid passage was prepared by blunt dissection for subcoracoidal transfer of a 75mm pds band. The joint is reduced by direct visualization and the pds cerclage is fastened with knots. Reported complications included superficial wound infection (n=1) which required revision surgery and recovered completely, extensive coracoclavicular calcification which caused limited function (n=1) which required surgical resection 2 years after the operation and the patient recovered completely, and redislocation complete (n=2) in which revision surgery was not performed due to subjective satisfactory results. It was concluded that treatment of ac-joint dislocation using pds cerclage augmentation leads to good to excellent clinical results. However, mid- to long-term follow-up reveals a high incidence of radiographic signs of osteoarthritis of the ac-joint. No further information is available.